Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that her 19 yr old son underwent an open omentectomy procedure in 2008 lateral to an existing open ileostomy site. The patient presented with a raised and inflamed section of the suture line six days post-op. Surgical staples used for the skin closure were removed eight days after the procedure. The patient presented with an infection the following month. The site was cleansed and debrided multiple times. No medication was prescribed for the infection. There are no plans for any additional surgical intervention at this time pending the outcome of the current healing process.